Event description:
The facility reported that a rust/brown colored particle came out from the tip of the handpiece during the end of the cataract procedure. There was no pt injury reported, but the other two cases were cancelled. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.